Manufacturer narrative:
The initial MDR 2517506-2017-00478 was filed on may 08, 2017. Additional information (05/18/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event. The sample was spun in a stat spin for 5 minutes. Stat spins are not recommended by tube vendor. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant enzymatic carbonate (eco2) result. The customer did not wish to troubleshoot and requested service. The customer provided quality controls (qc) data prior to and after the sample in question, and results were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified the alignment, ran qc and ran the sample in question three times, which resulted with good precision. The cause of the discordant eco2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high enzymatic carbonate (eco2) result was obtained on one patient sample on a dimension® rxl max with hm instrument. The discordant result was not reported to the physician(s). The original sample was repeated on alternative dimension® rxl instrument and recovered lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high eco2 result.